Event description:
Customer reported meter results of hi, which on the advantage system indicates greater than 600 mg/dl, and 200-300 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, took insulin based on result of 200-300mg/dl. No adverse event reported. A request was made for the return of the system, replacement was sent.